Event description:
It was reported, the tip of the screwdriver broke off and some metal fragments were in the patient's forearm. Dr removed the fragments and irrigated the wound; no metal pieces were visually seen on c-arm.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.